Event description:
A surgeon reports a patient with a decrease in bscva following a clinical study. The patient's bcva in the left eye decreased from 20/15 pre-op, to approximately 20/18 at 3 months post-op. Ucva improved from 20/80 to 20/20.

Manufacturer narrative:
A surgery database performance verification was conducted on this system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. This report mailed in to FDA on : 07/26/2007.